Event description:
The customer called and reported that the buttons on the insulin pump were not working properly and scrolling by themselves. Customer's blood glucose was 184 mg/dl. The customer was on the beach and the insulin pump was in a bag at the time a button error alarm was received. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.